Event description:
It was reported that a high drain error 103 (night drain #3) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013, 08:15:25. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review, however, no iipv occurred. The patient was filled with a fill volume of 250ml, subsequently, the fill volume was changed several times during cycle 3, with a final value of 100ml. The drain volume of 217 was greater than 200% of the final fill volume value of 100ml, however, it is less than 160% of the original fill volume value of 250ml, not meeting iipv criteria. Iipv was unconfirmed. The cause was undetermined. If additional relevant information is received, a follow-up will be sent.